Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was receiving an infusion of midazolam (500mg/100ml) at a rate of 50ml/hr when the clinician turned off the medication to assess patient response. When restarting the infusion the clinician turned the rate down from the ordered 250mg for "burst suppression" to 20mg. The customer has requested for log interpretation to determine the actual keystrokes pressed regarding the stopping and decreasing of the infusion. There was patient involvement but the impact is unknown.

Event description:
It was reported a patient was receiving an infusion of midazolam (500mg/100ml) at a rate of 50ml/hr when the clinician turned off the medication to assess patient response. When restarting the infusion the clinician turned the rate down from the ordered 250mg for "burst suppression" to 20mg. The customer has requested for log interpretation to determine the actual keystrokes pressed regarding the stopping and decreasing of the infusion. There was patient involvement but the impact is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.